Manufacturer narrative:
The device was returned for analysis. The reported ¿needles didn't catch the foot plate¿ was confirmed. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating that all three proglide devices failed on the first left common femoral venous access site. Manual arterial compression was applied to achieve hemostasis. Proglide devices were not used in the second and third venous access sites on the left common femoral vein, manual arterial compression was applied. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2 additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that venous closure of three access sites at the left common femoral vein was attempted using three proglide devices, one at each access site, with 6f sheaths after a cryo ablation interventional procedure. Femoral imaging was not performed. Reportedly, the needles didn't catch the foot plate on all three proglide devices. The methods used to achieve hemostasis were not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.